Manufacturer narrative:
Clarification to a.2. Date of birth: provided year of 1998. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheek with 2 cc of skinvive¿ by juvéderm®. That day, the patient experienced ¿redness¿ in the cheek that led to ¿vascular complications¿ and ¿tissue necrosis.¿ the patient was then treated with hyaluronidase. The healthcare professional believed the event was caused by the injection technique. Event status is unknown.